Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto3 mapping system, model #: unknown, serial #: unknown; celsius thermocool, model #: unknown, lot #: unknown. (B)(4).

Manufacturer narrative:
In the 3500a report, it was initially reported that there were 2 death events in this literature article. However after further review on november 5, 2014, it was found that there is a discrepancy in the article. On table 3 it states 2 deaths however table 4 states 3 deaths. There were 3 deaths listed in table #4 which had 2 in the control group and 1 in the treatment arm. There were no summary or reference to the deaths anywhere in the article. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. If additional information is received regarding these death events, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
Article title: procedural and clinical outcomes after catheter ablation of unstable ventricular tachycardia supported by a percutaneous left ventricular assist device. Per a report in the journal of heart rhythm. 2014 jul;11(7):1122-30, a single-center retrospective, non randomized study was conducted on 68 patients, by aryana a. Of the regional cardiology associates and the mercy heart & vascular institute, sacramento, ca et al., to retrospectively evaluate the procedural and clinical outcomes after the catheter ablation of unstable vt with and without plvad support. Mean follow-up time 19 +/- 12 months. From the report there were 2 serious adverse events: one patient in the plvad group developed a femoral arterial laceration related to the insertion of the 13-f introducer, requiring surgical repair. Another patient in the plvad group developed cardiac tamponade during epicardial mapping owing to transection of the distal posterior descending coronary artery by the epicardial introducer. The plvad was not considered a cause of this complication. This patient was treated with emergency pericardiocentesis and eventually required surgical repair of the lacerated artery. Upon request, additional information was provided stating that the agilis sheaths were used. Per the article, no other non-serious ae¿s were reported. There are 2 death events that occurred between 30 and 90 days. Both patients had ischemic cardiomyopathy and died of heart failure. Additional information provided on september 9, 2014 assessed the events as possibly procedure-related. No device malfunctions were reported in the publication. Model and catalog number are not available, but the suspected device is the navistar thermocool. Concomitant products: carto3 mapping system and celsius thermocool were used in some of the procedures.